Manufacturer narrative:
04-aug-2021 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Consumer reported via e-mail that the metal pin on the toothbrush became so worn down that the brushhead won't rotate anymore. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via e-mail that the metal pin on the toothbrush became so worn down that the brushhead won't rotate anymore. No injury was reported.